Event description:
Event description cpi received information that at the routine replacement of an implantable cardioverter defibrillator (ICD), the physician opened a model 1746 (large header) for implant, but then required adapters to connect the ICD to the chronic lead. A few days later, the patient received inappropriate shocks, and the physician elected to replace the adapters and model 1746 with a model 1763 ICD, which is directly compatible with the chronic lead.